Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that several hours after the purge tubing was changed, a purge system failure alarm occurred which led to a controller failure alarm. After the controller was switched out, all alarms were resolved. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.1. Brand name updated. D.4. Model number updated. D.9. Updated device availability for evaluation to yes. F.6. And f.8. Should have been left blank. H.6. Type of investigation code added.